Event description:
Patient presented at ER with hypothermia and in cardiac arrest. While being treated for hypothermia and cardiac arrest a finger stick sample was collected and run on the inform system with a result of 97 mg/dl. Within 10 minutes, a lab draw from a femoral line resulted in a value of 323 mg/dl. No actions were taken based on device results. There were no delays in treatment based on device results reported. It was reported that patient is deceased due to cardiac arrest. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.